Manufacturer narrative:
The field service engineer determined the sample probe was sticking and leaking. The sample probe was replaced and a leaking pressure sensor was tightened. The gear pump pressure was adjusted. The rinse mechanism tubing was checked and decontaminated. The rinse levels were adjusted. All probes were adjusted. A photometer check and mechanism checks were performed. The customer ran calibration and controls. UDI number (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with alb2 albumin gen.2 on a cobas 6000 c (501) module. The sample initially resulted with an albumin value of < 0.2 g/dl and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2021, resulting with a value of 3.89 g/l. The repeat value was believed to be correct. The albumin reagent lot number was 513907. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2021 was ok and there were no alarms. The sample centrifugation speed may have been faster than recommended by the tube manufacturer. The sample centrifugation time may have also been shorter than recommended. The investigation determined the service actions resolved the issue.